Manufacturer narrative:
(B) (4). Analysis report was not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt was in a motor vehicle accident. Post accident, the neurostimulator was noted to be in good position but the device was unable to be recharged. Impedance measurements showed < 50 ohms on some combinations with electrode #5. The device was explanted and replaced. No pt injuries were reported and she recovered without sequelae.